Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0636 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redx0636) have been reported from the same facility in the (B)(4). Device not returned for evaluation.

Event description:
It was reported a 4fr solo was removed (B)(6) 2020 as leaking and fractured at 7cm (inserted for chemo (B)(6) 2020; 45cm and 10cm out; right bas).